Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due a blood glucose level of 400 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and fluids, and was discharged from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm occurred. Customer changed the pump supplies to resolve the reported occlusion. Reportedly, the customer reverted to manual injections for insulin therapy.